Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "covid-19," not related to the device, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient injected with juvéderm voluma® xc. The following day, patient experienced flu-like symptoms including 99.1 fever, body aches and congestion/runny nose. Patient was later diagnosed with covid-19, not related to the injection.

Manufacturer narrative:
Additional data: b.5, d.11. Corrected data: h.6.

Event description:
Additional information noted multiple syringes were used on the patient but they "do not know which exact syringes were used," unspecified juvéderm ®.

Event description:
Additional information revealed that the patient was injected with 2 syringes of juvéderm® voluma® xc in the cheeks, juvéderm® ultra® xc in the lips, and juvéderm® ultra plus® xc in the cheeks and midface. Patient symptoms resolved five days after onset. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00064 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2021-00058 (allergan complaint #(B)(4)). This MDR is being submitted for the juvéderm® ultra xc injection.